Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from one leaflet and increased mitral regurgitation requiring intervention. It was reported that the patient underwent an initial mitraclip procedure on (B)(6) 2022 to treat mixed mitral regurgitation (mr). One clip was successfully implanted reducing the final mr grade to 1-2. During the discharge transthoracic echocardiogram (tte) on (B)(6) 2022, it was noted that the implanted clip had detached from the posterior mitral leaflet (single leaflet device attachment (slda)) and the mr increased to a grade of 3-4. According to the physician the slda was most likely due to patient anatomy. A follow up procedure was performed on (B)(6) 2022 where one clip was implanted reducing the mr to a grade of 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. The reported mitral regurgitation (mr) appears to be cascading effects of the slda. Additionally, mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na